Manufacturer narrative:
On 03/11/2019, the mentor failure analysis lab has received the device for evaluation. On 06/18/2019, during evaluation of the sample some creases were observed in the anterior aspect. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. (B)(6). Reason for device explant and/or reoperation: ptosis, breast pain, asymmetry. A manufacturing record evaluation (mre) was performed for the finished device number 6421084, and no non-conformance related to the reported complaint were identified. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation primary with mentor memorygel breast implant 400cc in (B)(6) 2011 presented with left breast pain. The patient underwent mammogram and ultrasound on (B)(6) 2018 which showed intracapsular left breast implant rupture and possible extracapsular silicone at the 4 o clock position 8 cm from the nipple, which can mimic a breast carcinoma. The patient also reported asymmetry of her breasts, stating her left implant appears higher than her right implant and there is drooping at the bottom of her breasts. The patient underwent bilateral breast implant removal and bilateral mastopexy. Upon explantation on (B)(6) 2019, it was noted that both devices were intact. This medwatch is for the left breast implant. This report contains supplemental information for mentor psr reference number (B)(4).